Manufacturer narrative:
97755-s, sn: (B)(6), returned for product analysis. Analysis found poor recharge quality message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that system is not working and when asked for details, patient (pt) was able to note she is getting screen 84 on her controller 'recharger problem cannot continue. Disconnect recharger. Call medtronic.' Agent to submit request to repair to replace recharger telemetry module (rtm). Patient called back stated they received the rtm and they are still having problems with charging the implantable neurostimulator (ins). Patient stated the rtm looks used and dirty. Patient stated the connection disconnect when the rtm moves when charging the ins. Patient stated they cannot move when charging the ins. Patient stated they clean the rtm cord because it was very dirty. Patient mentioned the paddle feels like its burning. Agent asked patient to start a charging session and controller shows passive recharge screen with high numbers. Controller shows ins 70% and controller 90% charged. Agent reopened the case to add rtm serial and sent request to the repair dept for new rtm replacement.